Event description:
It was reported that there was an alert for high voltage lead impedance out of range. Connection ICD/lead was checked, lead was well inserted and set screws secured. The impedance was still high so the lead was replaced. There were no adverse events for the patient.

Manufacturer narrative:
(B)(4).